Event description:
Info received from our (B)(4) affiliate. A pt experienced pain while wearing 1-day acuvue trueye lenses, narafilcon-a on the first two days of lens wear. Narafilcon-a lenses are not marketed in the us. On day 2, (B)(6)2010, the pt reportedly could not remove the contact lens (cl) from the od and was seen at an eye clinic. The pt reported being told that the epithelium was "almost peeled off." On (B)(6)2010, the treating eye clinic was contacted. The pt purchased 1-day acuvue trueye lenses on (B)(6)2010. The pt was seen at the clinic on (B)(6)2010, complaining of pain while wearing the lenses on (B)(6)2010. The eye care professional (ecp) noted slight edema on the central cornea od and inflammation of descemet's membrane. The pt was prescribed tarivid eye ointment od and hyalein eye drops ou and instructed to discontinue cl wear. The pt was prescribed hyalein eye drops ou as the treating ecp presumed that the 1-day acuvue trueye lenses did not fit the pt's eyes. On (B)(6)2010, the pt's pain was resolved but the pt reportedly had cloudy vision and difficulty seeing. The ecp noted increased folds in descemet's membrane and increased corneal edema and corneal inflammation. The pt had a history of prolonged corneal inflammation os which was difficult to resolve and the pt was referred to the (B)(6) hospital on 06/21/10. Info received from the hospital indicates the pt did not have an eye infection. The pt was treated with tarivid eye ointment and cravit and flumetholon eye drops. On (B)(6)2010, the epithelial defect was improved and almost resolved and the corneal erosion was resolved in about 2 weeks. The treating ecp at (B)(6) hospital believes, the pt had recurrent corneal erosion as this was the second time the pt had this type of injury. The ecp who initially treated the pt had thought this event was associated with the contact lenses. The lenses are not available and lot numbers are unk. No additional info is expected. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed.